Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years 11 months. The patient remains ongoing on lvad support. However, a portion of the percutaneous lead was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient¿s lvad system produced red heart alarms. The alarms reportedly only occurred on power module support, and not on batteries. X-rays were obtained. No clinical symptoms were reported. The submitted log file was reviewed by a representative of the manufacturer's technical services team and confirmed pump stoppage while the lvad system was connected to the power module. On (B)(6) 2017 a distal end percutaneous lead (driveline) replacement was performed by representatives of the manufacturer¿s technical services. Later the same day, the red heart alarms and pump stoppages occurred again. The patient was provided an ungrounded power module patient cable for use during power module support. It was reported on (B)(6) 2017 that the patient was at home using the ungrounded patient cable and was to be seen again in clinic in 1-2 weeks for evaluation. No additional information was provided.

Manufacturer narrative:
The report of red heart alarms and pump stoppages was confirmed based on the evaluation of the submitted log file. The log file captured low speed events with a pump stoppage occurring over a period of approximately 2 hours, while the system was connected to the power module and showed corresponding alarms for low flow and low speed hazard. Based on our complaint history and similarly reported events, the events captured in the log file could have been potentially consistent with a compromised wire in the patient's driveline; however, a specific cause for the events could not be conclusively determined through the evaluation of the returned driveline. Approximately 19 inches of the external portion/distal end of the driveline was returned. The outer silicone jacket had 3 tears that had been repaired with rescue tape. No damage to the bionate was identified. The driveline was tested for electrical continuity and did not reveal any discontinuities or shorts. Breakdown of the metal shielding was identified approximately 0.75 and 2.5 inches from the controller connector. Visual inspection of the underlying wires revealed no insulation damage or wear. High potential testing did not reveal any insulation breaches that would have contributed to an electrical short. The evaluation did not reveal any issues that would have contributed to the reported events captured in the log file. The patient remains ongoing on vad support at home on an ungrounded patient cable. No further issues have been reported. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.